Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that the patient was not getting good pain relief/minimal pain relief in their lower back. The doctor believed the catheter was too high for lower back pain relief, so the patient was taken to surgery today, and the doctor pulled the catheter down from c7 to t8 to initiate more lower back pain relief. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Implanted: (B)(6) 2024.product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 21-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.